Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had act, up and down buttons were difficult to press. Customer reported low battery alarm or short battery life. Customer stated that the battery needs to be replaced every two days and the battery was difficult to press, the rewind was also taking a while to complete. No harm requiring medical intervention was reported. The customer was declined with troubleshooting. The device will be returned for analysis.